Event description:
It was reported via voluntary medwatch that the patient presented with unspecified issue exhibited on the lead. The lead was explanted. There were no patient consequences.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145849.